Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On december 19, 2023, mentor received additional information. The patient experienced bilateral deflation after a car accident. As such, a file was generated to document the patient's right prosthesis. Refer to manufacturing report number 1645337-2024-00391 for the contralateral event. The patient is scheduled for removal surgery on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. On january 09, 2024, mentor became aware that information was inadvertently omitted from the initial report. Manufacturer¿s reference number: (B)(4). In the initial report d4. Expiration date should have been populated with 5/31/ 2006. H4 date of manufacture should have been populated with 5/1/2002.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant products: mentor siltex round moderate profile, catalog # 3542645, lot # 245550. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 300cc textured mentor siltex round moderate profile saline breast implant and experienced postoperative left-sided deflation, confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.